Manufacturer narrative:
Added: d3, d10. Pdi (soft tissue necrosis) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 73-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: mitral valve repair/replacement. The impella was inserted as an escalation of therapy from an impella cp. After one day after the impella 5.5 was inserted, the patient expired. While on support, the device functioned as intended at p-4 at 1.2l/min with d5w sodium bicarbonate in the purge solution. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to intestinal necrosis. It was reported that an impella cp was inserted before escalation of therapy, and a left ventricular perforation occurred during hemostasis and after a mitral valve repair/replacement (mvr) was performed.